Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented to the clinic for a routine device check, non-sustained v oversensing due to post-sensed t-wave oversensing was observed. It was noted that the patient had presented remotely through merlin on (B)(6) 2016. Programming changes were made.